Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) evaluated the device. The device passed the operational check and there was no issue with the device. It operated on an ac module and the led came on the display. The battery that was supplied with the device was 3.5 years old and had been worn out. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the battery requires replacement. The customer to replace battery. No further investigation around the battery is required. The device remains at the customer site.

Event description:
It was reported to philips that the device has a battery issue. There was no patient involvement.